Event description:
It was reported that the right atrial lead was undersensing and had high threshold. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was fractured and delivered inappropriate therapy. It was further reported that the right atrial lead was undersensing and had high threshold. Both leads were removed and replaced. It was further reported that the left subclavian vein was totally occluded and the rv lead exhibited high impedance measurements. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment was returned and analysis found the proximal conductor was fractured. The outer tubing was kinked/buckled with environmental stress cracking breach (non-electrical) and the overlay was melted and showed cosmetic environmental stress cracking. Blood was noted in/on the helix/lobe mechanism. (B)(4) the distal segment was returned and analyzed. No anomalies were found. Blood/body fluid was noted on the proximal conductor (not obstructed). The outer insulation was breached cut with cosmetic environmental stress cracking. Blood was noted in/on the helix/lobe mechanism. There was apparent explant damage noted. The sprint fidelis lead model is included in a field advisory.